Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was returned for fa and the reported issue was confirmed, but not replicated. The field error logs confirmed the unit triggered several 319 errors pointing to the acm. The visual inspection did not reveal any signs of contamination or damage related to the reported problem. The unit was put on the in-house system, and all tests related reported problem. The unit was power cycled five times, but the errors still did not appear. The unit was then put on the patient side cart fixture test platform (pftp), and the unit passed all tests related to the reported problem. Based off these findings, fa was unable to identify the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site called in with an issue with universal surgical manipulator (usm) 3. The site had a message to disable. The site did hard restart of robot. The site still had the error, but the message to disable was gone. The site was changing out the robot to continue with the case. The system was not connected to onsite. There was a 307 fault on the robot. They had restarted the system and got a 26020 fault. The arms were associated with arm net 2. The system and error logs were accessed, which identified 319 errors all related to usm 3. The procedure was underway with the new robot. The procedure was aborted to another da vinci with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was on site when the reported issue occurred. After confirming via log review that the suspect component was universal surgical manipulator (usm) 3, the fse replaced usm 3. The system was tested and verified as ready for use.

Manufacturer narrative:
While the failure was not replicated during in-house testing of the returned unit, the errors observed in the system logs point to a communication issue with the universal surgical manipulator (usm). This issue may be resolved by field service engineer (fse) service of the system to replace the usm.

Event description:
Refer to h11 for follow-up information.